Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, the ds was inserted into the body via the left femoral vessel, and after crossing the aortic valve, the first deployment (to 80%) was performed with annular alignment. Incomplete stent opening (iso) was observed, the valve was fully recaptured. The second deployment (to 80%) was performed with the device positioned more toward the left ventricle (lv) side than during the first attempt. As the iso was not resolved, the device was recaptured again, and a third deployment (to 80%) was performed. Since the iso still could not be resolved, repeat pre-bav was required. A second 27mm navitor vision valve was selected for implant using a new large flexnav (ds). The valve was able to be implanted with one recapture. The patient was in a stable condition.

Manufacturer narrative:
An event of incomplete stent opening (iso) was reported, the valve was fully recaptured. The valve was returned to abbott, and the investigation found all three leaflets had limited mobility when manually manipulated and appeared to be dehydrated which precluded functional testing. The cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that three deployment attempts were made. Please note that per the instructions for use, "implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."